Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "downstream occlusion warning," which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream fluid reading to be out of specification (high). Upon further evaluation, the downstream tubing guide shim was found to be out of specification. The downstream tubing guide shim was adjusted during the repair process.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.